Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rear0455 showed no other similar product complaint(s) from this lot number.

Event description:
Health professional reported that a patient with PICC experienced swelling and pain around the pic 30 minutes into infusion. Reported that there was infiltration about 3 inches above and below the insertion. The PICC was removed (B)(6) 2016. The patients swelling improved after removal; no patient injury reported. The initial PICC was placed on (B)(6) 2016 with left side placement. The catheter was 44 cm long with 9 cm out and was being used for bisphosphonates chemotherapy.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, and was considered use related. A 4 fr s/l powerpicc solo was returned for investigation. The catheter exhibited evidence of use. Tape residue was observed on the extension leg, wing, and the external portion of the catheter. The catheter extended 45.0 cm from the distal end of the molded wing hub. A semi-circumferential split was observed in the catheter between the 11 and 12 cm depth marks. A tactual investigation revealed that the tubing had the tendency to kink at the split that was found in the tubing. The semi-circumferential split found in the 4 fr tubing indicates that the catheter was placed in a location that was vulnerable to kinking. The product IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿